Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse replaced the system power supply which was returned for analysis. Part analysis indicated that there was electronic failure with the direct current power supply(dcps). After replacing the dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not power on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the m rack power supply and returned the system to use in good working order.